Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with valve leaflet c alcification and an ascending diameter of approximately 30 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Subsequently, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following deployment of the valve, paravalvular leak remained. In the cusp overlap view, there was a notable expansion defect. The valve appeared to expand in left anterior oblique view. The expansion defect was of elliptical shape with a 15 mm spread at the shortest point was observed. The patient remained stable. Due to the differences in valve expansion among different fluoroscopic angles, there was difficulty deciding the view for delivery catheter system (dcs) removal. Upon removal, the nosecone of the dcs caught on the inflow portion of the valve frame due to the under-expansion, and the valve dislodged. A second bav was performed using a 22 mm non-medtronic balloon and an attempt was made to snare the dislodged valve to a new position. The valve did not move despite the snaring attempt. A second valve was inserted into the patient and deployed at a depth of 3 mm on the ncc and 3 mm on the lcc. Per the physician, there was concern for a second dislodge upon nosecone removal. A 22 mm non-medtronic balloon was placed via the right radial artery to assist in the removal of the nosecone, which was successfully withdrawn from the patient. Upon removal of the 22 mm non-medtronic balloon; however, the first valve which had originally been stable in the ascending aorta began to move. The dislodged valve was stabilized using a snare, and a third valve was implanted in the patient between the two valves to fixate the first dislodged valve. Upon removal of the third dcs, the non-medtronic snare became stuck on the paddles, making it difficult to withdraw from the patient. The dcs was successfully removed from the patient, however. No additional adverse patient effects were reported. Additional information was received that following the valve implant, the severity of the paravalvular leak (pvl) was mild to moderate. No treatment for the pvl was reported.

Event description:
Medtronic received information that during/following the implant of this transcatheter bioprosthetic valve in a patient with valve leaflet calcification and an ascending diameter of approximately 30 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Subsequently, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following deployment of the valve, paravalvular leak remained. Additionally, an expansion defect of elliptical shape with a 15 mm spread at the shortest point was observed. Upon removal of the delivery catheter system (dcs), the inflow side of the nosecone caught on the valve due to the under-expansion, and the valve dislodged. A second bavwas performed using a 22 mm non-medtronic balloon and an attempt was made to snare the dislodged valve to a new position. The valve did not move despite the snaring attempt, however. A second valve was inserted into patient and deployed at a depth of 3 mm on the ncc and 3 mm on the lcc. Per the physician, there was concern for a second dislodge upon nosecone removal. A 22 mm non-medtronic balloon from the right radial was placed to assist in the removal of the nosecone, which was successfully withdrawn from the patient. Upon removal of the 22 mm non-medtronic balloon; however, the first valve which had originally been fixed in the ascending direction began to move in the ascending aorta. The dislodged valve was stabilized using a snare, and a third valve was implanted in the patient between the other two valves to fixate the first valve. Upon removal of the third dcs, the non-medtronic snare became stuck on the paddles making it difficult to withdraw from the patient. The dcs was successfully removed from the patient, however. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: (B)(6) 2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant (j242325), the severity of the paravalvular leak (pvl) was mild to moderate. No treatment for the pvl was reported.